Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient occured a postoperative infection and inflammation. All implants was revised.

Event description:
No new information.

Manufacturer narrative:
Update of catalag number in section d4. Reported event: an event regarding infection (leading to revision) involving a bi-mentum pfr pe liner 4928 was reported. The reported device is an serf product. Investigation conclusion: since the devices were not returned to serf, a technical investigation is not feasible. The investigation is therefore conducted using the available records for the affected batches and the monitoring records from the production period of the affected batches. An investigation focused on the steps that could impact the cleanliness and sterility of the products was conducted. The data recorded by serf throughout the manufacturing of the affected batches, the microbiological monitoring data, and the process monitoring data demonstrate that the products were clean and sterile when they were placed on the market. Therefore, the serf devices cannot be the source of the infection that occurred. Bi-mentum pe liner 28/49 lot - n°2309352a. Manufacturing order (B)(4) / (B)(4) units. Cleaning date: (B)(6) 2024. Packaging: 21/03/2024. Sterilization date: (B)(6) 2024 - order (B)(4). For the batch of devices, the final cleaning ensuring decontamination does not present any anomaly. This is compliant with the validated cycle. Batch 2309352a: cycles 22133, 22134 and 22135 ¿ program ¿plastic - 1¿ carried out on 21/03/2024. Compliant parameters. For the batch of devices, the primary packaging ensuring the maintenance of the sterile state after sterilization does not present any anomaly. This is compliant with the validated cycles. Batch 2309352a: vacuum ¿prog 1pa/pe¿ carried out on 21/03/2024. Compliant parameters. Batch 2309352a: heat sealing ¿110¿ carried out on 21/03/2024. Compliant parameters. For the batch of devices, the sterilization step does not present any anomaly. The results are in line with expectations. Batch 2309352a: order=(B)(4) of 22/03/2024. Treatment (B)(4) du (B)(6) 2024. Compliant parameters. Conclusion: none non-conformity or rework performed to the batch therefore the conformity of the released products is not called into question. Corrective action/preventive action: no action is required.